Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6/7f mynxgrip vascular closure device (vcd) were deployed when the package was opened, another device had a substance on it. They were not deployed in the patient. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. There are no images available of the substance/devices. The packaging/device was inspected prior to use and there were no anomalies noted at the time. The package was completely sealed. The integrity of the sterile pouch was not compromised. The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The intended procedure was a femoral artery intervention. The device was prepped and stored per instructions for use (IFU). Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, two 6/7f mynxgrip vascular closure device (vcd) were deployed when the package was opened, another device had a substance on it. They were not deployed in the patient. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. There are no images available of the substance/devices. The packaging/device was inspected prior to use and there were no anomalies noted at the time. The package was completely sealed. The integrity of the sterile pouch was not compromised. The shuttle handle was not displaced. The sealant sleeve was not out of position. The intended procedure was a femoral artery intervention. The device was prepped and stored per instructions for use (IFU). Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2432402 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " mynxgrip system foreign material" could not be confirmed. Without the return of the device and without images for review, the cause of the reported event could not be determined. If the sealant was prematurely exposed, it is possible that the substance that was on the device was sealant material. However, without a proper analysis of the device and testing of the substance, the source of the material found cannot be determined. It should be noted that the mynxgrip device is shipped in protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant to assure the sealant/ shuttle cartridge does not migrate from its manufactured position during transit. Users should inspect for any signs of damage, including any foreign material, prior to and during use. Any product with damage or sterility concern should not be used. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.